Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 misfired. Finished the case with another er320 and there was no consequence to the pt.